Event description:
It was reported that the pump's warranty had expired and that it could not be repaired or replaced. The pump batteries deplete completely within one day, causing shutdowns that interrupted insulin delivery and led to waste of insulin and supplies. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting, and no additional actions were taken.